Manufacturer narrative:
Action was reported to FDA under 21 USA 360i(f), correction/removal reporting number: 3006010712-11/22/2013-001-r. On the 25th november 2013 lake region (in conjunction with our distributor (B)(4)) initiated a voluntary field action recall for ht connect peripheral guidewires due to a small number of devices exhibiting partial delamination of ptfe coating. The recall number is z-0558-2014. (B)(4) ceased distribution of the products pending a design change with the ptfe coating. This complaint is from a lot number prior to this recall.

Event description:
It was reported that when trying to advance a connect guide wire through the introducer sheath the teflon coating was peeling. The guide wire was removed and a non-abbott guide wire was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.